Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was 450 mg/dl. The patient did not see insulin dripping out of the cannula. The patient used pen therapy to lower her blood glucose levels.